Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date is estimated. It was reported that the patient had a visible, external tear to their driveline beginning sometime in 2019. The patient had been securing the damage with rescue tape. There were no alarms associated with this event.